Event description:
Head of bed raises but will not lower.

Manufacturer narrative:
Technician swapped out head down valve with hi/low up valve but problem did not go away. Technician replaced hydraulic manifold to fix problem. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.